Event description:
Male patient with an implanted heartmate 3 lvad, he had a prior infection of his ICD pocket requiring extraction of ICD and antibiotics. The patient developed an (B)(6) vad driveline site infection.